Manufacturer narrative:
On (B)(6) 2021, mentor became aware that confirmed diagnosis is malformation of the right breast. Hence, medical device probele code under field h6 has been updated to "adverse event without identified device or use problem" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 500cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.